Event description:
On (B)(6) 2022 a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient was hospitalized for the installation of deep brain stimulation. While hospitalized a staphylococcal infection was diagnosed around the stoma. The patient was started on augmentin 1 gr at a rate of 3 gr per day. The course of antibiotics was completed on (B)(6) 2023.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.